Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation in the proximal side at 8 atmosphere within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.